Manufacturer narrative:
Capture-r ready indicator cells, lot 221471, expired prior to being able to begin this investigation. However, on (B)(6) 2015 the pi lab performed a 3_cell qc and an antibody screen on the echo with four known negative in house donor samples using retention capture-r indicator cells lot 221471 and retention capture-r ready screen (3) plates lot r661. Controls performed as expected and all in house donor samples were negative as expected. Wbcorqc performed as expected for all three levels. Retention product performed as expected.

Event description:
A customer reported that unexpected negative results were obtained with the antibody screening assay for a patient sample with a history of having anti-k, anti-s, anti-fyb, anti-jka, and a low-incidence anti-s.